Event description:
It was reported that the ventilator was operating on battery only. No alternating current (ac) power.the ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 09/22/2018. Date of manufacturer: 09/21/2018. The product support engineer (pse) troubleshot this issue with the customer over the phone. Philips was not authorized to evaluate the device. Attempts have been made to try to obtain the part but no response received from the customer. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record.